Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An imp,tsv,mcol mg,6.0mm,13mm,mtx ((B)(6). ) was returned for investigation. Visual inspection of the as returned product identified bone / tissue attached to the implant external threads. Fracture at collar of implant. An unk abutment screw was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions noted on the per. The reported device was located on tooth #2 and was used for approximately 8 years. X-ray images were provided by the customer. The x-ray image shows the product implant fractured but contrast of x-ray doesn't show fractured screw. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (tsvm6b13) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. No complaint history review could be performed without relevant lot and item information unk abutment screw. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable for bone loss and screw fracture, however did occur and the reported event was confirmed for fracture of the implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Lot/serial # unknown / not provided . Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510k: k101880. Device manufacturer date unknown / not provided.

Event description:
It was reported that coronal aspect of implant #3 is fractured. Inflammation noted around dental implant #3. The hex component of the abutment screw is fractured off inside the implant. Implant #2 was removed. Patient returning for implant re-placement. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: inflammation and bone loss.